Event description:
It was reported that during the procedure the implant needed to be burred down due to the device not sitting flush with the bone. There was no significant surgery delay and the surgery was completed successfully with no adverse events to the patient.

Manufacturer narrative:
Update: h4, h6. The reported event could not be confirmed as no intra-operative images were provided. A sketch was provided, which indicated that the peek implant required modification in the inferior/posterior area of the implant near the lambdoidal suture, not near sagittal suture as initially reported. The implant was burred down in this area. In the analysis of the peek design, it was found that the CT scan provided for implant designwas taken on (B)(6) 2019. Thus, the scan was approx. 3 years and 11 months old at the time of surgery. A respective CT age warning was placed in the design proposal. During this period of time anatomical changes can occur and may require modification to the implant. Likely root causes that were identified are anatomical changes or the formation of calcifications on the defect¿s edges. For further investigation, a post-op CT scan would be required, which was not provided. Overall, no deviation in the implant design was found. The implant was designed as requested by the customer and according to all quality instructions. Further, the DHR rereview showed that the implant was manufactured to specification. H3 other text : not available.

Event description:
It was reported that during the procedure the implant needed to be burred down due to the device not sitting flush with the bone. There was no significant surgery delay and the surgery was completed successfully with no adverse events to the patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.